Event description:
A malfunction was reported with the customer's insulin pump after swimming in the ocean. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy and was sent a replacement pump with updated software by technical support, who provided instructions for returning the defective pump and offered training resources.